Manufacturer narrative:
A photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed white particulate matter in the line of the device. The white particulate matter observed in the line of the device was potentially drug precipitate. Some drugs will turn into white crystals if their liquid form is exposed in the air for certain amount of time. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there were white lumps in the tubing of a half day infusor. This was noted prior to patient use. There was no patient involvement. No additional information is available.